Manufacturer narrative:
Reason for reoperation: rupture. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported "rupture". This record is for the right side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, h.6.

Event description:
Patient reported "rupture" and later reported "scar tissue" and "masses around the scar tissue" this record is for the right side. The device remains implanted.